Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after approximately 3 years of support, the patient expired on (B)(6) 2014 after having been listed for transplant. The vad coordinator at the transplanting center reported that the cause of death was intracerebral bleeding due to "slipped" coagulation. Reportedly, there were no issues with the device or therapy. Additional information has been requested but has not been provided. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported intracerebral bleeding and subsequent patient outcome could not be conclusively determined. The vad coordinator at the transplanting center reported that the cause of death was intracerebral bleeding due to "slipped" coagulation. There were reportedly no issues with the device or therapy. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.